Event description:
Accurate ide study. It was reported that the patient died. On (B)(6) 2023, the subject was brought to the emergency department with chief complaints of acute chest pressure, confusion with altered mental status, dizziness, and nausea/emesis. The subject was diagnosed with inferior st elevation myocardial infarction. The subject received 324 mg aspirin as well as heparin bolus and was referred for immediate percutaneous coronary intervention (pci). Coronary angiography revealed a 99% stenosed ostium to proximal right coronary artery (rca) lesion. Owing to the need for rca intervention, due to bradycardia, hypotension and heart block, the subject was implanted with a temporary pacer. The vessel was pre-dilated with a 1.50 mm non-boston scientific (bsc), 2.00 mm emerge, 2.50 mm emerge, 2.50 mm nc emerge, and 3.00 mm nc emerge balloons. However, there was extensive recoil of the balloons. With each ballooning, the subject became profoundly hypotensive resulting in cardiogenic shock which required IV epinephrine, levodopa. The subject also became profoundly hypoxic and unresponsive which required transient chest compression. The subject was intubated in the cath lab, and a non-bsc heart pump was added for mechanical circulatory support to stabilize the subject to proceed pci. The lesions were treated with laser atherectomy, intravascular lithotripsy and with the aid of a non-bsc guide extension catheter, the vessel was stented with a 3.00 x 32 synergy drug-eluting stent (des) overlapped proximally with a 3.00 x 20 mm synergy des overlapping proximally with a 3.50 x 20 mm synergy megatron stent. There was timi-3 flow in the rca. The subject was later transferred to the critical care unit on high-dose inotropes and pressor and for further management. The subject remained significantly acidotic and hemodynamically unstable. After discussion with the family, the subject was transitioned to comfort measures. The subject was further extubated, the heart pump and pressors were discontinued due to the significant clinical decline and tenuous status despite significant medical intervention. On the same day, the subject was pronounced dead. Per the death certificate, the immediate cause of death was cardiogenic shock due to st elevation myocardial infarction and heart failure. Autopsy was not performed per death certificate.